Manufacturer narrative:
No product is expected to be returned. The 510(k)# is k073231.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient reported blood glucose results of "55 mg/dl" with a lifescan meter and "65 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting.